Event description:
Pocket erosion and questionable infection was reported. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# d354trg. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to infection and erosion. Concomitant products: 4574, implantable pacing lead, (B)(6) 2011; a 4196, implantable pacing lead, (B)(6) 2011. (B)(4).